Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  seroma.

Event description:
Patient reported "right side breast swollen, kind of hard implant" and a feeling of fluid around the implant. The device remains implanted.